Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient reported hearing squeaking and crunching noises coming from the hip. Xrays show a fractured ceramic liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
**Update received 1/20/17. The sales rep has reported the revision surgery. Patient was revised to address a fractured ceramic liner. Cup was thought to be overly retroverted causing impingement. The cup is now being added to this complaint.

Manufacturer narrative:
Examination of the provided patient x-rays confirms the reported ceramic liner fracture. The cup was reportedly in excessive retroversion, however, no progressive x-rays were provided and the entire pelvis is not visualized. Positioning cannot be commented upon. No devices or device product/lot code combinations were provided to depuy customer quality. The patient is considered obese. It is stated in the warnings and precautions "do not implant in obese patients because overloading the component may lead to fracture or loss of fixation." The investigation can draw no further conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.